Event description:
Pt reported experiencing high blood glucose (400-500 mg/dl), while wearing the device. She indicated that she believes the device to be the cause of elevated blood sugar. Pt did not seek treatment for hyperglycemia. No error messages were generated by the device.